Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer¿s blood glucose level. The customer will use mdi as a backup therapy, and a new replacement pump was sent by technical support, with instructions provided for returning the defective pump.